Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of getting a false low glucose alert. The event happened on (B)(6) 2025 at 05:30 am. The sensor glucose (sg) value was 43 mg/dl and blood glucose (bg) reading was 80 mg/dl. The system alerted the user with a low glucose alert as sg value went below the alert limit which was set at 65 mg/dl. The patient didn't take any actions based on bg value.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloudbased platform supporting the eversense system. The investigation analysis revealed that on (B)(6) 2025 at 05:31 am, the sensor glucose (sg) was 49 mg/dl and no bg was entered. The system alerted the customer with a low glucose alert as sg value went below the low glucose alert limit which was set at 65 mg/dl. The analysis revealed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. A review of the two weeks worth of data from 01-jul-2025 till 15-jul-2025 was analyzed and the system was working within expectations. No further investigation was found necessary for this complaint. B4. Date of this report 07 august 2025. G3. Date received by the manufacturer? 07 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.